Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The following sections could not be completed with the limited information provided. Expiration date - ni. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01519 / 01520). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to alleged elevated metal ion levels, pseudotumor, pain, inflammation, discomfort, loss of range of motion, and loss of mobility. Legal counsel reported that a pseudotumor and elevated metal ion levels were allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01519 / 01520).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to alleged elevated metal ion levels, pseudotumor, pain, inflammation, discomfort, loss of range of motion, and loss of mobility. Legal counsel reported that a pseudotumor and elevated metal ion levels were allegedly noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.